Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl). Correction boluses were administered to treat bg levels. Reportedly, cartridge uses humalog and is changed every 3 days. Customer was reminded that humalog is indicated for use for up to 48 hours. Customer declined to complete any further troubleshooting with tandem technical support.